Manufacturer narrative:
The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases. Leak test and microscopic analysis was performed which identified total delamination of valve. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure.

Event description:
Healthcare professional reported left side capsular contracture baker iii and "patient's concern with product". Device has been explanted and replaced.